Event description:
It was reported that a malfunction alarm occurred. The customer reverted to a backup insulin pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.